Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. Also that same day, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient remains on antibiotic therapy and is recovering from the event. No additional information is available.